Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2010, the pt had a spectra penile prosthesis implanted. On (B)(6) 2011, the device was removed and replaced with an inflatable penile prosthesis. The reason for this event was not indicated.